Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller fault. The left ventricular assist device (lvad) team exchanged the system controller and wanted to return to device for evaluation. Additionally system controller (B)(6) was returned with no reason provided, which indicates a system controller exchange may have occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: an exchange of the heartmate 3 system controller (serial number: (B)(6)) was reported and confirmed via return of the system controller, but the root cause for the reported exchange could not be conclusively determined through this investigation. The exchanged controller was returned for analysis and was found to function as intended. Downloaded log files (after controller returned) contained data from 06dec2025 where a driveline disconnect alarm consistent with exchange of the system controller was seen. The controller was able to operate the pump as intended throughout the log files. Multiple attempts were made to obtain additional information from the customer regarding the returned system controller; however, no additional information was provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller, and to replace any equipment that appears damaged or worn. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.